Event description:
It was reported by the company representative that "the chair was in low position with the seat belt in use. The resident was removed from the tub and dried off. The caregiver push on the side alenti arm. Then the alenti tipped sideways. The resident then fell forwards (alenti sideways) with the alenti falling on top of her. The resident remained buckled and in the chair. No injuries reported. The resident can follow direction. The staff have report stiff castors and a technician will replace them in the future."

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that during patient treatment on the alenti bath chair, the device tipped and the patient fell. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about (B)(4) alenti bath chairs, the complaint ratio with this failure mode is (B)(4) which we consider to be very low. The device was put through a function test by the arjohuntleigh representative that visited the site. General condition of the device was estimated as acceptable. Device passed functional test with no issues, only the castors were found sometimes stick. It was declared that the castor would be changed in the near future. This should not have an influence on the incident as it was not reported that device was moved or transferred during the event. During the procedure of drying/dressing it is important to put a big effort to control the patient positioning and movement. Possible that the attention was not put to the patient to make sure that patient is sitting in the upright position, the patient after the bath could get tired and get worse in the mobility. To help the resident to keep a balance, there is a safety arm in from of the resident, which resident can hold. It was reported that the safety arm in front of the resident was lifted by the caregiver, possible for drying or dressing a resident. While the safety arm in front of the resident is lifted, the resident has no safety arm to catch to support himself, this could result in the resident leaning forward, causing the device to tip, following the weight of the resident. Therefore there appears to has been no technical deficiency with the device that could have had an influence on the event and that a series of use errors and unfortunate circumstances caused the event, the most relevant use error being not paying attention if the resident is sitting correctly in the middle of the chair in the upright position. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. From this we conclude that this incident was caused as a result of not following the handling procedures described in IFU, incorrect positioning on the chair and not paying attention of the if the patient remains sitting in the upright position. (B)(4).